Manufacturer narrative:
Belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The monitor was processed as routine maintenance and was refurbished. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered two treatment defibrillations. The associated ECG strips of the treatment events could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015 around 11:30pm. The patient experienced a defibrillation event consisting of two treatment shocks prior to passing. The treatments were delivered at 3:14:29pm and 3:28:50pm on (B)(6) 2015. The ECG at the time of the defibrillations is not available for review. At 3:13:28, prior to the first treatment, and 3:14:53, after the first treatment but prior to the second treatment, the device detected and alarmed for asystole. The patient was reported to be in the hospital on a gurney awaiting testing at the time of the defibrillation event. The response buttons were not pressed during the entire event. The patient's granddaughter reported that the device was removed after the treatment by the hospital staff in order to perform CPR. It was reported that the patient was revived and taken to the ICU where he was placed on hospital telemetry when he passed a few hours later. The patient was not wearing the lifevest at the time of passing.